Event description:
The sibling of the patient reported that the 9v patient programmer (pp) battery light was green-ok, and that they often use the pp to check the patient's therapy. However, it was stated that on date notified the lights would not come on, and that they replaced the batteries in the pp and are able to see the pp battery light but none of the other lights. Troubleshooting was performed and it was found that the implantable neurostimulator (ins) was off as indicated by a yellow light on the pp. Therapy was attempted to be turned back on but it would not. It was also noted that the daughter of the patient was concerned that the ins battery is depleted. They are hoping to meet with a manufacturer representative (rep) to determine the issue. The patient's indication for implant is parkinson's dual and movement disorders. See related pe 701507610 pd symptoms progressed, freq. Spells.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.